Manufacturer narrative:
The insulin pump was received with software error alarm loop during power up. The pump was unable to perform the self-test, unexpected error test, displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests, or verify operating currents and external ram crc error alarm due to software error alarm. The pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
It was reported of external ram crc error from the insulin pump. The customer's blood glucose reading was 7.3 mmol/l. The wife called and needed assistance to program a basal. The customer was assisted with clearing the alarm and rewinding the pump. The customer was advised to call back if further assistance is needed.